Event description:
It was reported that the customer's device powered on automatically when the battery was installed and also would reportedly not deliver defibrillation energy when a shockable rhythm was analyzed because the device would lose power when the shock button was pressed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be that the on/off switch was shorted to the shock switch on the membrane switch flex assembly. The customer received a replacement device.